Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that two air bubbles were visible in the peripherally inserted central catheter line entrance. The air in line would not move from the line after 20ml was pulled from the line and two tiny bubbles were able to seen. There was patient involvement but no patient harm/adverse event reported.

Manufacturer narrative:
D4: full UDI is unavailable as no serial number was provided. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.